Manufacturer narrative:
Additional information was received that the physician did not suspect any device malfunction. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4318 lot #: 19027731 description: clik x anchor.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.